Event description:
It was reported the device was used during a v.a.t.s.. It was reported by the rep. That during the firing process, the tissue was pushed off from the blade, and it could only cut and staple halfway. There was no consequence to the pt.